Event description:
It was reported that cardiac tamponade occurred. On (B)(6) 2022, a left atrial appendage (laa) closure procedure was successfully performed using 24mm watchman flx laa closure device with delivery system (wds). Fully recovered, the patient was discharged home. Three days post index procedure, (b()(6) 2022, the patient presented at the emergency department after numerous reported falls in the days following discharge. Due to st segment elevation heart catheterization was performed. An echocardiogram revealed the presence of cardiac tamponade and a pericardial window was performed. No active bleeding was noted and a pericardial drain was placed. Laa ligation was performed, but the closure device remains in its original implanted position. No further patient complications were reported.

Event description:
It was reported that cardiac tamponade occurred. On (B)(6) 2022, a left atrial appendage (laa) closure procedure was successfully performed using 24mm watchman flx laa closure device with delivery system (wds). Fully recovered, the patient was discharged home. Three days post index procedure, (B)(6) 2022, the patient presented at the emergency department after numerous reported falls in the days following discharge. Due to st segment elevation heart catheterization was performed. An echocardiogram revealed the presence of cardiac tamponade, and a pericardial window was performed. No active bleeding was noted, and a pericardial drain was placed. Laa ligation was performed, but the closure device remains in its original implanted position. No further patient complications were reported. It was further reported that laa ligation did not take place. It was further reported that pericardial effusion and procedure related bleeding occurred.

Manufacturer narrative:
B5 event description correction

Event description:
It was reported that cardiac tamponade occurred. On (B)(6) 2022 a left atrial appendage (laa) closure procedure was successfully performed using 24mm watchman flx laa closure device with delivery system (wds). Fully recovered, the patient was discharged home. Three days post index procedure, (B)(6) 2022 the patient presented at the emergency department after numerous reported falls in the days following discharge. Due to st segment elevation heart catheterization was performed. An echocardiogram revealed the presence of cardiac tamponade and a pericardial window was performed. No active bleeding was noted and a pericardial drain was placed. Laa ligation was performed, but the closure device remains in its original implanted position. No further patient complications were reported. It was further reported that laa ligation did not take place.